Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was minimal thermal damage to retractor band on drawer, the field service engineer inspected the cables and connections, replaced the damaged retractor band, and confirmed that the station is powered on and fully operational. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, it was not powering on. The customer indicated that the malfunction caused a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.